Manufacturer narrative:
No product will be returned to nova biomedical at this time.

Event description:
It was reported to nova biomedical, that a consumer received high readings in the 400's all day. The consumer administered insulin based on those readings. Later that day, the consumer experienced a hypoglycemic event requiring emergency intervention. It was realized during the call, the consumer is storing the test strips in the kitchen against our directions for use. The test strips in question will not be returned for evaluation.